Event description:
A valiant stent graft system was implanted for the endovascular treatment of a ruptured 8.0 cm diameter thoracic aortic aneurysm. It was reported that one day post implant, the patient was treated for a contained ruptured thoracic aneurysm. There was an intentional coverage of the left subclavian artery. A follow up CT scan showed that the patient was still filling from a proximal type 1 endoleak. The decision was made to do a carotid-carotid bypass and extend to the innominate with a second valiant device resolving the event. Per physician, the seal was compromised due to the nature and anatomy of the aneurysm position, which led to the proximal type I endoleak. The physician felt that covering the left subclavian would give enough seal. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).